Event description:
It was stated that the customer has experienced low blood glucose levels for the past three weeks. The reported blood glucose reading at the time of the call was 54 mg/dl. It was also stated that the customer was hospitalized two weeks ago for dehydration. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.